Manufacturer narrative:
H3: the device was implanted and couldn't be implanted for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with two gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat the tear of dissection. The patient previously had an aortic stent (unknown brand) implanted due to aortic dissection. A reverse tear occurred and the patient was readmitted for procedure. Another aortic stent (unknown brand) and a chimney stent (viabahn device) were implanted for tear and left internal carotid artery. After the first 10mm x 5cm viabahn device was fully deployed, it couldn't be fully expanded due to insufficient supporting force. There was no blood flow passing through. Another 11mm x 5cm viabahn device was implanted. However, it was still not fully expanded. The left common carotid artery was occluded. The patient experienced a cerebral infarction after procedure. The patient passed away for unknown reasons.

Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.